Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found unit with no 24 volt out from the motion interface. Replaced motion interface asm rev. F. Verified function and performed imaging system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the they were not able to perform the second spin. So they are unable to lower the imaging system to move it out of the room. It is stuck on initializing please wait. Medtronic navigation was aborted. The event caused a surgical delay of less than hour. There was no impact on patient outcome.

Manufacturer narrative:
The motion enclosure was returned to the manufacturer for analysis. Analysis found that installed motion enclosure onto test system. System was stuck in initializing. Lab view shows no 24v logic and 96v supply to other motion boxes. Faulty enclosure. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.